Event description:
Attempted IV catheter insertion. IV catheter started, flash of blood seen. Needle button pushed but did not retract, white button pushed a second time with success and discarded. No further blood return observed. Unable to advance catheter. Catheter removed with resistance felt. Catheter examined once removed. Catheter appeared short; catheter tip small distal tip not present. Piece of catheter removed in the or.